Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the gui cpu and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. Covidien ref: (B)(4).

Event description:
A report received from the USA stated that an 840 ventilator experience a failed graphical user interface (gui) central processing unit (cpu). There was no report of patient involvement. The date of the event is unknown.